Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer's husband complains of high results. Customer's husband states that wife feels physically fine, denies the need for medical attention. The customer's expected blood results are 100mg/dl fasting. Verified test strips expire 01/31/2018. Unable to verify storage nor open vial date. Reviewed meter memory: (B)(6). Memory concerns: n/a. Mr. Hou called on behalf of his wife who is hearing impaired. Mr. (B)(6) could not identify more results from the memory.